Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized for shortness of breath. The patient's heart beat could not be regulated. The patient's wife reported that the physician interrogated the device and discovered a malfunction. Programming was performed to correct the issue and the patient was released.